Event description:
Patient presented with a hematoma under the ipg chest incision site. Physician brought the patient into the or and evacuated the hematoma. Physician prescribed prophylactic antibiotics after the procedure was completed. This resolved the issue.